Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned. It was reported that the patient received inappropriate shocks due to noise, with a pacing impedance increase 14 days before the shocks. The lead was replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high shock, inappropriate noise.

Event description:
It was reported that the patient received inappropriate shocks due to noise, with a pacing impedance increase 14 days before the shocks. The lead was replaced. No patient complications were reported as a result of this event.